Event description:
The patient came in complaining of pain, but there was no swelling or infection at the site. Was found to have deep vein thrombosis and the catheter was removed.

Manufacturer narrative:
The complaint is inconclusive since the reported incident of deep vein thrombosis (dvt) cannot be replicated in the lab. The catheter did not exhibit any material or functional defects. The exact cause of the reported complaint is unknown. A chr of lot # rere0065 showed no other similar product complaint(s) from this lot.